Event description:
As reported by navilyst medical's distributor in the (B)(4), an indwelling PICC device being used for the administration of chemotherapy drugs was removed and replaced due to a crack/fracture of the hub. The patient was being cared for at home. The PICC access team had used a carefusion needle-free device when the event occurred. The used PICC was returned to navilyst medical for evaluation.

Manufacturer narrative:
The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2015 complaint report was reviewed for the xcela pasv PICC product family and the failure mode of "hub broken/cracked." No adverse trends were identified. The complaint report was confirmed, as the female luer lock component of the purple valve on the returned PICC was visibly cracked just adjacent to the molded parting line. Based on no manufacturing anomalies noted during the visual evaluation of the returned device and the process controls in place to address this failure mode, the most probable root cause for the cracked female valve housing is due to an over-tightened connection with the male luer of the needleless connector. (B)(4).